Manufacturer narrative:
The reported device was returned, and an investigation was initiated. The investigation included a review of the complaint information, available device data, and applicable device history records (dhrs). Due to limitations in the investigational data available, abbott diabetes care is unable to determine whether a device malfunction or product deficiency occurred. As a result, this issue is classified as unable to test. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. This report is related to FDA MFR report # 2954323-2025-07883. Adc received information in which it was clarified that the adverse event was related to a high readings issue with the adc device. It was previously reported to adc that the adverse event was related to signal loss. Per the clarification, no further reports will be submitted under FDA MFR report # 2954323-2025-07883. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received high scan result of 450 mg/dl with the adc device, but it is unknown whether the customer noted a trend arrow on the device. Based on obtained scan, the customer self-treated with insulin (type/dose unknown) and subsequently experienced a loss of consciousness. The caregiver woke the customer, and a glucose result of 22 mg/dl was obtained from a competitor brand meter. It was further reported that the customer was capable of self-treating with glucose and water which was provided by the caregiver. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received high scan result of 450 mg/dl with the adc device, but it is unknown whether the customer noted a trend arrow on the device. Based on obtained scan, the customer self-treated with insulin (type/dose unknown) and subsequently experienced a loss of consciousness. The caregiver woke the customer, and a glucose result of 22 mg/dl was obtained from a competitor brand meter. It was further reported that the customer was capable of self-treating with glucose and water which was provided by the caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. This report is related to FDA MFR report # 2954323-2025-07883. Adc received information in which it was clarified that the adverse event was related to a high readings issue with the adc device. It was previously reported to adc that the adverse event was related to signal loss. Per the clarification, no further reports will be submitted under FDA MFR report # 2954323-2025-07883. All pertinent information available to abbott diabetes care has been submitted.